Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample, additional testing could not be performed; therefore the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap transfer set and titanium adapter. This occurred during patient use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.